Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay and label damage. Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer had tried several batteries but nothing changed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.